Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first proglide device was placed at the 10 o'clock position; however, resistance was noted when the plunger was retracted and a cuff miss occurred. The suture of a second proglide was successfully pre-placed at a little bit different angled position. After this, a third proglide for the 2nd position (2 o´clock position) was attempted but resistance was noted when the plunger was retracted and a cuff miss occurred. The suture of a fourth proglide was successfully pre-placed at a little bit different angled position. The sheath was upsized to greater than 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures of the second and fourth proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported plunger retraction issue was not confirmed. The needle to cuff miss was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.